Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and guided them through the process. After the reset, the cgm error code did not reappear, and the caller successfully initiated their sensor session.